Event description:
It was reported that the patient has been suffering from seizures. No additional relevant information has been received to date.

Event description:
Additional information was received from the physician. Per the physician, there has been no change in seizure frequency and the patient's last known system diagnostics were within normal limits. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator replacement surgery had been completed. No product analysis is needed as the physician previously indicated that there was no change in seizure frequency.